Manufacturer narrative:
On, (B)(6) 2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 225cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result, the patient scheduled for device removal on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid and could not be weighed. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation team observed creases on both aspects. An area of shell abrasion was also observed at the end of the crease on the anterior orientation tab, suggesting in-vivo folding or creasing of the device. A rent measuring 1.3 cm was discovered on the posterior aspect. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. This type of striation is more indicative of sharp instrument damage rather than shell failure due to wear. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As a result, the product evaluation team concluded that the rent, creases and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, the microscopic examination revealed parallel striations on the edges of the rent, which are more indicative of sharp instrument damage rather than shell failure due to wear. These findings are also consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).